Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker was implanted on (B)(6) 2017. Reportedly, normal pacing and sensing parameters were observed for the ventricular lead. It was reported that when the pacemaker and the ventricular lead were connected, long vv intervals were observed on the ECG. The ventricular lead was then disconnected and tested again, normal lead parameters were noted. Then, the ventricular lead was reconnected to the pacemaker and long vv intervals were observed again. The physician replaced the subject pacemaker and normal pacing and sensing parameters were observed for the atrial and ventricular leads.

Event description:
The subject pacemaker was implanted on (B)(6) 2017. Reportedly, normal pacing and sensing parameters were observed for the ventricular lead. It was reported that when the pacemaker and the ventricular lead were connected, long vv intervals were observed on the ECG. The ventricular lead was then disconnected and tested again, normal lead parameters were noted. Then, the ventricular lead was reconnected to the pacemaker and long vv intervals were observed again. The physician replaced the subject pacemaker and normal pacing and sensing parameters were observed for the atrial and ventricular leads.

Event description:
The subject pacemaker was implanted on (B)(6) 2017. Reportedly, normal pacing and sensing parameters were observed for the ventricular lead. It was reported that when the pacemaker and the ventricular lead were connected, long vv intervals were observed on the ECG. The ventricular lead was then disconnected and tested again, normal lead parameters were noted. Then, the ventricular lead was reconnected to the pacemaker and long vv intervals were observed again. The physician replaced the subject pacemaker and normal pacing and sensing parameters were observed for the atrial and ventricular leads.